Event description:
It was reported that a minicap transfer set disconnected from the green bag which resulted in a leak. The disconnection was further described as ¿while connected on green bags, the line just fell/broke off¿. This was observed during use of the device for peritoneal dialysis (pd) system during pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d9 (update to no and remove the date), h3 (update to no), h10 (remove the statement: the device was returned and awaiting evaluation as reported on initial). Additional information was added to h6 and h10. H10:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.